Event description:
It was reported that during the deep brain stimulation (dbs) implant procedure the patient was intubated, and the surgery proceeded normally until the anesthesiologist noted cardiac arrhythmia and the physician decided to abort the procedure. The patient was sent to recover in the intensive care unit (ICU). The physician assessed the event as anesthesia-induced arrhythmias. The patient recovered but will continue to followup with the cardiologist.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: dbs-lead fixation. Upn: m365db4600c0. Model: db-4600c. Serial: n/a. Batch: 32306960.